Event description:
It was reported by arjohuntleigh rep: "resident was in (B)(4) tub chair. Went to stand up (brakes were on) and tub chair rolled back. This startled her and she sat back down. Hit her right arm on chair column." Reference MFR number: 9611530-2013-00111.